Manufacturer narrative:
Device evaluated by MFR: the returned device was an angiojet solent omni thrombectomy device. Visual and tactile examination showed no irregularities or damage to the catheter. Visual examination showed that the male connector was cracked. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stopped aspirating. An angiojet solent omni thrombectomy catheter was selected for use. During the thrombectomy procedure, the physician started the angiojet system, inserted the catheter into patient and performed aspiration for 6 seconds. The system stopped and the screen displayed a "please confirm if the saline fulfilled" error. The physician confirmed the connection of the saline was okay, the error was cleared and aspiration continued. After a few seconds of aspiration, the system error displayed again. The physician checked the pump and it was fully filled with saline. Water leakage was noted from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter stopped aspirating. An angiojet® solent¿ omni thrombectomy catheter was selected for use. During the thrombectomy procedure, the physician started the angiojet system, inserted the catheter into patient and performed aspiration for 6 seconds. The system stopped and the screen displayed a ¿please confirm if the saline fulfilled" error. The physician confirmed the connection of the saline was okay, the error was cleared and aspiration continued. After a few seconds of aspiration, the system error displayed again. The physician checked the pump and it was fully filled with saline. Water leakage was noted from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as stable.